Manufacturer narrative:
Corrected data: bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term and are near the end of its established life expectancy. Per follow-up with the physician, there is no allegation that this valve failed prematurely. Based on new information received, this event is no longer considered reportable.

Event description:
It was reported that a patient with a 25mm 2700 aortic valve implanted for 14 years and 3 months underwent a valve-in-valve procedure due to degeneration with severe stenosis. Per medical records, the patient presented with cardiogenic shock, cardiac arrest, due to acute heart systolic heart failure. They were placed on ECMO two days prior to the re-intervention. The procedure was performed successfully with a 23mm 9750tfx transcatheter valve. The patient was transported back to the ICU in stable condition. According to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through patient implant registry that a patient with a 25mm 2700 aortic valve implanted for 14 years and 3 months underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed with a 23mm 9750tfx transcatheter valve. No other details were provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.